Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03351 and 03354 / 03355). Requested but not returned by hospital.

Event description:
Patient underwent a left hip revision procedure approximately twelve years post-implantation due to pain, elevated metal ion levels, metallosis, osteolysis, and bone loss. During the revision, stained tissue was found. The cup and head were removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information. Concomitant medical products - catalog#: 103203, biomet taperloc femoral stem. Lot#: 321020.